Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had bleeping followed by a red alarm with possible battery switching. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the units passed functional testing. Visual inspection under 10x magnification revealed hairline cracks around power port 1 and power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. The root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller ((B)(4)) in use during the reported event, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data file revealed several momentary disconnections between the controller and batteries. Momentary disconnections will result in an audible tone. Log files revealed a critical battery alarm was logged on 03/11/2018, at 9:14:25; (B)(4) was reconnected with a capacity below 10% relative state of charge (rsoc). The battery was disconnected, and a controller power up event occurred at 09:14:34. A critical battery alarm was again logged for (B)(4), followed by a controller power up event at 09:15:08. During the two controller power up events, the controller was without power for a total of 33 seconds. Log file also revealed a critical battery alarm at 21:01:36, due to (B)(4) depleting below 10% rsoc. Prior to the critical battery alarm, the battery was at 24% rsoc for approximately 3.5 hours before suddenly depleting to 10% rsoc. This is indicative of an estimation error, where the battery did not provide the correct capacity to the controller. Multiple controller power up events were logged following the critical battery alarm. Based on the available information, the reported event was confirmed. The most likely root cause of the reported "red alarm" can be attributed to a critical battery due to an estimation error involving (B)(4) and the patient connecting a depleted battery ((B)(4)) to the controller. The most likely root cause of the reported "beeps" can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources, likely in an attempt to troubleshoot the critical battery alarm; the capacities of the alternative power sources connected during the losses of power was greater than 60% rsoc. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.